Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The mother stated that her daughter was hospitalized due to diabetic ketoacidosis. The mother stated that her daughter was throwing up and had really high ketones. The customer was treated with insulin drip in the ICU. The mother also stated that the cannula was bent. The mother stated that her daughter has gone through 4 cannulas in the past 3 days. The health care provider stated that the customer's blood glucose reading started to go high during the night and after 2 pm. The customer was advised to monitor the blood glucose readings. The customer declined to troubleshoot. The customer will be sent a replacement pump.